Event description:
Anesthesia machine fabius gs failed to provide output to pt, no flow indicated on freshgas flowmeter. Nipple on the input side of the flowmeter separated from the flowmeter body, allowing gas flow into inner part of machine. Problem discovered prior to placing pt under anesthetic.